Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a procedure. It was reported that the navigation was used in the aseptic field. During the procedure, after the magnetic resonance imaging (MRI) scans were performed, the small cranial active frame was re-attached but had a recognition failure. Another frame was used to complete the procedure. There was no delay to the procedure. No known impact on patient outcome.